Event description:
It was reported that a merlin.net transmission revealed non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were recommended. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.